Manufacturer narrative:
This report is submitted on july 25 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017 resulting in the decision to explant the device on (B)(6) 2017. Reimplantation is planned; however, yet to occur as of the date of this report.